Event description:
It was reported that the patient passed away and the cause of death was unknown. The death was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The device was not returned for evaluation. No further information could be provided by the customer. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas instructions for use, rev. C lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.